Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump alarmed compromised force sensor system while she was changing the infusion set. Customer stated he wasn't able to get past the rewind to get the setting on the insulin pump. Customer declined troubleshooting for the alarm and just wants to get his settings out of the device but wasn't able to finish the rewind process, it continues to looping back to it. Customer stated he has contacted his doctor via email. Customer's blood glucose was 87 mg/dl. Customer is not returning the device for analysis.